Event description:
It was reported from (B)(6) that during an ear, nose, and throat (ent) surgical procedure, it was observed that the radiolucent drive device stopped working during drilling at a distal locking hole. It was further reported that the device was making an abnormal noise. The reporter stated that the surgeon eventually drilled without the radiolucent drive device. It was reported that there was a ten minutes delay in the surgery due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.